Event description:
It was reported that the device was out-of-date but was never implanted. It was queried why the device only had a shelf life of 11 months. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).